Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a female consumer on (B)(6) 2019, she claimed to have experienced redness, pain and problem in seeing things on her left eye last (B)(6) 2019. She then sought medical attention and found that there was a white spot on her eye which turned out to be an unspecified corneal ulcer. The consumer added that she was living her daily life without using the contact lenses while swimming or something that could've caused a serious infection. She noted that she was disappointed with the product. The consumer added that there was a possible correlation of her disease and the contact lens product. Her medical treatment, scheduled visits and laboratory tests were not disclosed. The consumer's current eye condition remains unknown. As of (B)(6) 2019, new information was received which had confirmed that on (B)(6) 2019 the consumer's symptoms such as redness and pain in the eye got better. On (B)(6) 2019, she indicated that the white dot had disappeared and that she is in the same good health condition. The consumer added that she was given fusidic acid eye ointment in the pharmacy which did not improved her condition. As soon as she sought medical help for her corneal ulcer, she was prescribed with moxifloxacin hydrochloride ophthalmic solution with an unknown dose and frequency. Laboratory tests and other medical visits were not disclosed. No further data can be obtain.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested including complaint history query, cross query, deviation and material query. It was found that the product met manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. During the investigation no negative product impact could be identified. It was also indicated that these lenses were manufactured with very high hygiene standards and it was determined that these lenses are acceptable for continued distribution. No root cause could be determined for the reported events. The manufacturer internal reference number is: (B)(4).